Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
The distributor reported the unit caught on fire and melted the ribbon cable from the membrane panel and burned the pcb and melted the fuse.

Manufacturer narrative:
Investigation shows loose fuse coonection caused excessive heat build up which caused pcb damage. The circuit requires a good connection due to high amperage (15) when operating. The mishandling of fuse might have contributed to the incident, such as bending or twisting. Based on the trend analysis with only two simialr incidents reported and it was concluded it was not a component or raw material problem. Root cause: loose fuse coonection during assembly. Corrective action: manufacturing team instructed to follow proper handling of fuse during assembly.

Event description:
The distributor reported the unit caught on fire and melted the ribbon cable from the membrane panel and burned the pcb and melted the fuse.